Event description:
Info received that when brake/steer pedal is set to brake position stretcher still rolls. No injury reported.

Manufacturer narrative:
Technician located the stretcher on (B)(6), tagged "out of service". Issue: after brake/steer pedal is set to brake, stretcher still rolls. Cause: broken screw in foot end hex rod. Replaced the hex rod and adjusted brakes on all four casters to resolve this issue.